Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's device turning on/off on its own. Impedances were checked; 8-15 were all >10,000. Programming was switch to 0-7 lead. Issue was resolved.